Event description:
The reported product was observed to disconnect, the distal end of the primary set would not tighten to the stopcock at the luer connection. This was observed before any pt use. No injury or medical intervention associated with this report.